Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Another similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.00 diopter, in the patient's left eye (os) on (B)(6) 2019. The lens was reported as having low vaulting and remains implanted. This is the exchanged lens, see MFR. Report # 2023826-2020-01505 for initial lens. Cause of the event was unknown.